Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device found the flare detached and evidence of the flaring process. The handle cannula was found to be in good condition. The flare detachment does not allow the device to be actuated. Review and analysis of all available information failed to indicate a definite root cause of this complaint and is therefore undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the functional check the snare loop failed to extend out of the sheath. The procedure was completed with another rotatable snare. There were no patient complications at the conclusion of this procedure and the patient was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.